Manufacturer narrative:
Additional codes: health effect - clinical codes: generalized disorders e23: pain e2330: headache e0116. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. Review of the submitted log files did not capture any notable events or alarms related to this investigation, and the pump appeared to operate as intended. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further related events reported at this time the relevant sections of the device history records for (B)(6) documents were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), document rev. D is currently available. Section 1 of the IFU, ¿introduction,¿ lists potential adverse events, including hemolysis, that may be associated with the use of the heartmate 3 lvas. Section 6 of the IFU, ¿patient care and management,¿ outlines the recommended anticoagulation regimen, including the international normalized ratio range, as well as the suggested anticoagulation modifications. The current revision of the IFU can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had increased dyspnea on exertion (doe), lightheadedness and they were feeling like their heart was racing and 'flip flopping'. Patient mentioned that it could have been partially because of being deconditioned due to lack of movement after surgery. The patient lab¿s showed sable anemia on (B)(6) 2026. The patient¿s international normalized ration (inr) was 2.0, which was the goal for this patient. The patient had stable electrolytes and kidney function. Lactate dehydrogenase(ldh) was increased from the patient¿s baseline from about 160 to now 240. The site planned to repeat ldh in 2 weeks. Patient denied signs or symptoms of infection, and the patient reported no blurry vision, no dark urine, and no left ventricular assist device alarms. On (B)(6) 2026 their weight was 225 lbs. They also mentioned that their weight was down by about 5 lbs since they had been initially discharged home and that their lower extremity edema had resolved. The patient asked if their left ventricular assist device (lvad) would be interrogated prior to their office visit. The vad coordinator mentioned that the lvad was checked on (B)(6) 2026 at 10 :00 am and the patient would have their repeat labs done. No unusual alarms were seen on lvad interrogation. The patient's lactate dehydrogenase (ldh) had improved at 143 on (B)(6) 2026. Patient mentioned that they were having frequent migraines and decreased torsemide to 40mg daily after surgery but has resumed 60mg daily about 3 days ago. Log files were submitted for review which revealed frequent pi events from 17mar2026 at 23:18 until 18mar2026 at 15:21. Based on the data visible in the log files, the mcs equipment was operating as intended electronically and mechanically. Additional information stated that the device check on 18mar2026 did not show any arrythmias. The patient was starting to feel better after returning to their routine dose of torsemide. The site noted that the patient's many pulsitility index (pi) was thought to be decompensated congestive heart failure (chf). The clinic was awaiting a return call from the patient to see if the dyspnea and lightheaded symptoms had improved. The patient plan of care was to follow up with their implanting center in (B)(6).